Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. No patient symptoms, intervention or additional information was reported.